Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v824102. Implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported that they just had their implantable neurostimulator (ins) replaced. The patient¿s battery went dead in september and their health care provider (hcp) felt the battery should have lasted longer than it did. No symptoms were reported. The indication for use for this patient was gastrointestinal/pelvic floor. No troubleshooting was reported regarding this event. Further follow-up is being conducted to obtain this information.